Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient underwent a revision procedure wherein the ipg was moved slightly higher than the previous location.